Event description:
It was reported that an increase in threshold was observed after the patient underwent an MRI procedure, which caused the device to go into backup vvi mode. The device and lead were explanted and replaced. Patient had pneumonia before the procedure. No further information regarding patient condition is available.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.